Event description:
Information received a smiths medical peripheral intravenous catheters (pivc)/jelco safety protectiv catheters broke off during IV attempt. IV had to be surgically removed from patients arm by emergency room "deportment" md.